Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient observed a deflated left breast implant. During an in-office visit with a medical professional, she was diagnosed with a deflated left breast implant and a superiorly displaced right breast implant. As a result, the patient underwent bilateral removal and replacement with 275cc mentor smooth round moderate profile saline breast implants on (B)(6) 2024. The date of implantation was provided to mentor as a best estimate. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 17, 2024, the mentor analysis lab received the suspect medical device for evaluation. On october 22, 2024, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 1.5 cm. Because of the now settled u.s. Class action that applied, in part, to implants manufactured in texas, USA that were implanted on or before (B)(6) 1993, to avoid any potential allegation of spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).